Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part # 03.130.010, synthes lot # h410237, supplier lot # na, release to warehouse date: december 12, 2017, manufactured by synthes (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the tip of the screwdriver was bent. This report involves one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).